Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe plunger rod was damaged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the responsible nurse closed and rinsed the indwelling needle for the patient according to the doctor's advice. When checking the outer packaging, the plunger rod of the flush was found to be damaged, and other flush immediately replaced without causing harm to the patient.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: it was reported the plunger rod of the flush was found to be damaged. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe in its packaging flow wrap with syringe barrel damage. No other defects or imperfections were observed. This defect could occur if the infeed scroll of the plunger rod assembly equipment was misaligned. A device history record review was completed for provided material number 306593, lot 2040573. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the plunger rod assembly equipment was performed. The alignment of the infeed scroll was correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed as syringe barrel flange damaged. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.